Manufacturer narrative:
Additional information pertaining to the event has been requested from the surgeon's office but not yet provided, including patient information and the date the device was implanted. The explanted device was returned and evaluated. The failure occurred at the weakest point of the screw component, between the bone threads and the polyaxial head. The visual characteristics and location of the break is consistent with a failure caused by cyclic loading. Prolonged fatigue caused by a lack of bony fusion appears to be the probable cause for the screw break but this cannot be confirmed because of insufficient information. A this time, there is no information to indicate that the device malfunctioned or otherwise failed to perform as intended. The device is intended for temporary fixation to immobilize and stabilize the spinal segments while awaiting bony fusion to take place. A lack of fusion can lead to material fatigue and eventual failure of the implant.

Event description:
A patient underwent a revision surgery to remove two broken pedicle screws. The initial reporter indicated that the surgeon chose to leave the broken off screw shank in the patient's pedicle.